Event description:
This spontaneous report was received on 02-mar-2011 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach advanced design toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the handle of the toothbrush broke while brushing teeth. This report had no adverse event and the action taken with the device was unknown. Lot # was not provided therefore complaint analysis will be managed through the monthly trends monitoring. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. After the submission of the retrospective summary reporting involving reportable malfunctions for (toothbrush, (B)(4)) on (B)(4) 2012, the company became aware of complaints that due to product classification as "unspecified" were excluded from the previous retrospective review. For completeness, all complaints with "product unspecified" classification, received between the period (B)(4) 2010 - (B)(4) 2012 were reviewed for reportable malfunctions. During this review, 6 (toothbrush, (B)(4)) reportable malfunctions were identified and are being submitted under the exemption (B)(4). The 6 complaints (7 mdrs) are consistent in nature (6 mdrs reports of toothbrush breakage without injury, 1 MDR report of toothbrush breakage with non-serious injury) with the representative MDR submitted on (B)(4) 2012. (B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
Exemption number: (B)(4). Total number of events summarized: 233 the sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach advanced design toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the handle of the toothbrush broke while brushing teeth. This report had no adverse event and the action taken with the device was unknown. Lot # was not provided therefore complaint analysis will be managed through the monthly trends monitoring. This report was considered a reportable malfunction case in the united states.